Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. A renegade hi-flo fathom system was selected for use in a hepatic embolization procedure. During the procedure, after entering the hepatic duct, it was noted that the microcatheter could not be pushed normally and could not be withdrawn. After several attempts, it was still could not be pushed. Consequently, the microcatheter could not be used normally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A renegade hi-flo fathom system was selected for use in a hepatic embolization procedure. During the procedure, after entering the hepatic duct, it was noted that the microcatheter could not be pushed normally and could not be withdrawn. After several attempts, it was still could not be pushed. Consequently, the microcatheter could not be used normally. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the microcatheter could not be withdrawn from catheter and the guidewire could not be withdrawn from microcatheter. Both the guidewire and microcatheter were removed together from the patient.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).